Event description:
The customer stated that she was hospitalized due to diabetic ketoacidosis. The reported blood glucose reading was 222 mg/dl. Troubleshooting was performed, and the insulin pump was programmed correctly. The insulin passed the prime test. The insulin pump failed the high pressure test on the first attempt; however, the high pressure test was performed again with a new reservoir and infusion set, and the insulin pump passed the test. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.